Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart error after a battery change. The patient's blood glucose at the time of incident is unknown. The insulin pump alarmed failed battery test and button error as well. The insulin pump was not bumped, dropped, or exposed to moisture. The insulin pump was not returned for analysis.